Event description:
It was reported the patient lost therapy due to lead migration. Surgical intervention may occur later to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000175273.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated the right lead had migrated. To address the issue, patient underwent surgical intervention on (B)(6) 2025, wherein the lead was repositioned. Therapy was restored post-op.